Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the surgical procedure when the item was in use, the white sheath at the end cracked. When the equipment was withdrawn from the wrist joint, it was noted that the tip (plastic collar) was missing. The surgeon went back into the joint to see if he could find the tip of the probe. The surgery was completed, however the tip was not found. The surgeon is not sure if it was stuck behind any tissue or got sucked out with the fluid. This may require medical intervention at a later date.

Manufacturer narrative:
Alleged failure: the white sheath at the end cracked. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be unintended use such as; excessive force applied by the user. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the surgical procedure when the item was in use, the white sheath at the end cracked. When the equipment was withdrawn from the wrist joint, it was noted that the tip (plastic collar) was missing. The surgeon went back into the joint to see if he could find the tip of the probe. The surgery was completed; however, the tip was not found. The surgeon is not sure if it was stuck behind any tissue or got sucked out with the fluid. This may require medical intervention at a later date.